Event description:
It was reported that during the review of the recorded episode of this implantable cardioverter defibrillator (ICD), boston scientific technical services (ts) noted that this device delivered shocks and anti-tachycardia pacing (atp) that may be inappropriate therapy for an atrial fibrillation with rapid ventricular response. Ts discussed programming optimization. The device remains in service. No additional adverse patient effects were reported.